Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint is still under investigation.

Event description:
The customer reported that this unit failed to power up. There was no report of pt involvement.